Manufacturer narrative:
(B)(6) 2014 - this report is follow up 001 to complete the information.

Event description:
Provider states the extended fork for the endura roll caster is bending right at the fork. This will be the third time forks have been replaced.

Event description:
Provider states the extended fork for the endura roll caster is bending right at the fork. This will be the third time forks have been replaced.